Event description:
It was initially reported that the patient never had therapeutic effect since the patient had a permanent implant. It was stated that he had a successful trial and was implanted for prostate problems. It was stated that the implantable neurostimulator (ins) never really worked. It was noted that they had tried reprogramming and had more problems with it than before the device was implanted. It was stated that reprogramming was tried from (B)(6) 2012 to (B)(6) 2013. It was reported that the ins was removed on (B)(6) 2013 when the patient had back surgery. It was stated that the ins was causing him additional back pain and was not helping with symptoms. It was further reported that the patient had no stimulation at all. It was noted that there was patient injury and the patient recovered with sequela. The intended use of the device was for treatment. It was stated that the ins did not work or resolve existing problems. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Analysis of the device (3058 interstim ii, serial # (B)(4)) found no anomaly. Analysis of the tined lead (3889- 28 interstim, lot # va03rp7) found no anomaly.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va03rp7, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.